Manufacturer narrative:
Conclusion: an event of an early detachment of the associated occluder from this transcatheter implant pusher was reported. The device was not returned therefore no visual inspection or functional testing of the actual device could be conducted. A device history review (DHR) revealed no deviations. The device passed all visual and functional tests and met all specifications at the time of production. Packaging and shipping were according to process. The environmental conditions were within limits during storage. The final inspection of the device and corresponding procedure pack revealed no deviations. It was reported a 9 french (f) sheath was used during the implant procedure. Per the instructions for use (IFU) a 7f sheath should be used for the size of device used. A simulated test using a similar device combination was conducted and no deviation was noted. Based on the information received a device related issue could not be determined. The root cause of the reported event remains unknown.

Event description:
It was reported prior to the implant attempt of a 10.5 millimeter (mm) atrial septal defect (asd) occluder with this transcatheter implant pusher system, standard mounting procedures were followed and a secure attachment of the occluder to the implant pusher system was confirmed. During the implant procedure while advancing this implant pusher system through a 9 french (f) delivery sheath the occluder became detached from the implant pusher system and embolized to the aortic arch. The occluder was retrieved percutaneously. There were no patient complications.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.